Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When the surgeon went to pull out the delivery device, the seal remained in the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B) (4).